Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a sensing issue. It was noted that the right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing of noise. There was an elevated sensing integrity counter (sic) observed on the rv lead as well. It was noted that there was mirror image oversensing due to the leads rubbing against each other. The ipg, ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.